Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of inflammation/infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. The perineum and vaginal mucosa were first degree lacerated. The perineum wound was sewed with suture in the form of embedded suture. The patient was discharged on the second day after the surgery, and returned to the hospital for further consultation on the 10th day after the surgery due to pain of perineal wound. The patient developed post-op inflammation. And wound secretion. The doctor checked that there was a soybean sized crack in the wound epidermis of the perineum joint, in which the suture was exposed, and there was a little yellowish purulent secretion on the surface of the vaginal mucosa suture. Wiped the secretion on the surface of the vaginal mucosa wound with povidone iodine disinfection solution dipped in a cotton branch, remove the suture of the wound, and the wound at the vaginal mucosa suture is cracked. Ask the patient to return to the doctor 2 days later. On the 12th day after the surgery, the patient returned to the hospital and found that 80% of the wounds of the perineum and vagina were healed. No purulent secretions were found on the wound surface. The patient felt that the pain at the wound was not obvious. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/4/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was received: the event date should be (B)(6) 2022. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure - unk what was the tissue condition (normal, thin, calcified, fragile, diseased)? - normal how was the suture placed (interrupted or continuous)? -continuous please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). - unk please provide the onset date/time of inflammation/infection from the initial surgical procedure. - unk were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? - unk did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?- unk were cultures performed? If so, please provide the results. - unk how much and what type of drainage is present in this wound? - unk please describe any medical/surgical intervention required for this suture event including dates and results.- unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?- unk how was the suture originally tied (multiple knots, square knot, etc.)? -square knot other relevant patient history/concomitant medications? -unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? - the product issue. What is the patient's current status? - good. If applicable, will product be returned? If so, please provide the return date and tracking information. -no.